Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had chips are present in the probe adhesive, the silicon sealant (ke45) is missing from the light guide (lg) bundle cover, and adhesive is missing on both the objective (ob) lens and the light guide (lg) lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.